Event description:
The following information was reported: the balloon did not inflate during prep on the first device. A second device was used but the balloon lost pressure. A third mynx device was successfully used to achieve hemostasis.

Manufacturer narrative:
An attempt to inflate the balloon with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a micro tear in the balloon, approximately 3.5 mm from balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the reported event could not be determined. The review of the lhr (lot f1508401) indicated that the mynx lot met all established performance criteria prior to shipment. (B)(4). See medwatch form #s: 3004939290-2015-00258 and 3004939290-2015-00283.